Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after announcing a meal while using the ilet bionic pancreas, with blood glucose decreasing from approximately 103 mg/dl to a nadir of 60 mg/dl; low alerts were reported and troubleshooting and education were provided by support. Symptoms included headache without loss of consciousness. Outcomes included prompt self-treatment with fast-acting carbohydrates, no need for assistance, no professional medical intervention, no glucagon use, and recovery of blood glucose to 76 mg/dl within about 35 minutes. Investigation included case review and user-reported data assessment. Investigation of this case revealed that the cause of the hypoglycemia could not be determined and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.